Manufacturer narrative:
(B)(4). The explanted device was returned for analysis. The evaluation is not complete. Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with unspecified clinical signs of potential thrombus. A pump exchange was performed on (B)(6) 2016. Additional information was requested, but was not provided.

Manufacturer narrative:
Device evaluation: the explanted device was returned for evaluation. The sealed inflow conduit, sealed outflow graft and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a dark red, tissue-like deposition. The deposition had a ring-like structure and areas that were denatured, indicating that it likely developed over an undetermined period of time while the pump was in operation. Although a specific cause for the depositions and a timeframe for which it was present in the pump could not be determined, it could have potentially contributed to the reported hemolysis. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A correlation between the device and the report of gastrointestinal bleeding and hematoma could not be conclusively determined. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient initially presented to the hospital due to complications with previously unreported gastrointestinal bleeding due to colonic angioectasias. The patient's lactate dehydrogenase level began to rise on (B)(6) 2016 and the patient was given dipyridamole and heparin injections; however, the patient began having spontaneous hematomas on (B)(6) 2016, which required further adjustment of the patient¿s anticoagulation medication. Elevations seen in the patient's lactate dehydrogenase were thought to either be due to absorption of the hematomas or pump thrombus. The results of the patient¿s urine analysis were consistent with gross hemolysis and the patient was started on eptifibatide. The patient¿s lactate dehydrogenase level elevated to 1881 u/l on (B)(6) 2016 and the decision was made to perform a pump exchange.